Manufacturer narrative:
Patient required manipulation under anesthesia following total knee replacement to address a flexion contracture and increase range of motion. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient required manipulation under anesthesia following total knee replacement to address a flexion contracture and increase range of motion.